Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h3, h6, h11 the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: device shutting down due to faulty g1 board. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the power supply is intermittent, monitor goes in and out inconsistantly powering on is due to device shutting down due to faulty g1 board. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported the high definition liquid crystal display monitor had intermittent power supply and monitor going in and out inconsistently while powering on during procedure setup. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.